Manufacturer narrative:
Product complaint # (B)(4). Additional information d4, d9, h4. Investigation summary: thirty-nine packets of product code z1042 were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength result was above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9, h3, h6.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the quantity of sutures that broke during this single procedure. 5. Did the sutures break during use on the patient or before use on the patient? During the use and maybe before during the test of the thread. Procedure name? Unk. Were there any patient consequences? Loss of time, use of another device from another lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in 2210968-2021-11836, 2210968-2021-11831, 2210968-2021-11833 and 2210968-2021-11834.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the quantity of sutures that broke during this single procedure. 5. Did the sutures break during use on the patient or before use on the patient? During the use and maybe before during the test of the thread. Procedure name? Unk. Were there any patient consequences? Loss of time, use of another device from another lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in 2210968-2021-11836, 2210968-2021-11831, 2210968-2021-11833 and 2210968-2021-11834.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.